Event description:
It was reported that patient had a reaction to chlorhexidine. External reference # (B)(4). Email verbatim: ¿on an unknown date, the patient was prepped with chlorhexidine (brand name unknown). Route of administration, dosing details, indication for use, the batch number and an expiration date were not reported.¿ "on an unknown date(s), the patient experienced arthralgia, blister, confusional state, contraindicated product administered, drug ineffective, dyspnoea, fatigue, folliculitis, gastrointestinal disorder, hypersensitivity, ill-defined disorder, impaired healing, infection, irritable bowel syndrome, joint swelling, lower respiratory tract infection, muscle injury, nasopharyngitis, pain, peripheral swelling, pruritus, pyrexia, rash, sinusitis, sleep disorder due to general medical condition, insomnia type, stomatitis, swelling, therapeutic product effect decreased and weight increased. At the time of the report, the action taken with chlorhexidine and the outcomes of the reported events were unknown. The reporter assessed the events as serious due to the medical importance of the conditions." No further information provided at time of entry.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
No additional information was provided by the health canada vigilance. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that patient had a reaction to chlorhexidine. External reference # (B)(4). Email verbatim: ¿on an unknown date, the patient was prepped with chlorhexidine (brand name unknown). Route of administration, dosing details, indication for use, the batch number and an expiration date were not reported.¿ "on an unknown date(s), the patient experienced arthralgia, blister, confusional state, contraindicated product administered, drug ineffective, dyspnoea, fatigue, folliculitis, gastrointestinal disorder, hypersensitivity, ill-defined disorder, impaired healing, infection, irritable bowel syndrome, joint swelling, lower respiratory tract infection, muscle injury, nasopharyngitis, pain, peripheral swelling, pruritus, pyrexia, rash, sinusitis, sleep disorder due to general medical condition, insomnia type, stomatitis, swelling, therapeutic product effect decreased and weight increased. At the time of the report, the action taken with chlorhexidine and the outcomes of the reported events were unknown. The reporter assessed the events as serious due to the medical importance of the conditions." No further information provided at time of entry. Missing information.